Event description:
The facility rep reported an occlusion alarm failure. This was found during bio-med testing, with no pt involvement. Although baxter attempted to obtain info, details were not available regarding add'l contact info. No add'l info is available.

Manufacturer narrative:
The pump is in the process of being evaluated. A f/u report will be filed upon completion of the evaluation, or if any add'l details become available.